Manufacturer narrative:
A field service engineer was dispatched to the facility to inspect the device. The system was tested and was found to be fully functional. The customer was informed of the evaluation results and was satisfied the system is functioning normally. Retrieve the treatment data and to evaluate the unit. The visual examination did not find any damage. Additional information received from the clinician states the patient had a bmi of 20 which is below the recommended bmi of 23. Clinician was advised to follow the minimum bmi of 23.

Event description:
A report from a user facility stated the patient underwent a liposonix treatment on the left and right flank. After the treatment, the patient developed a watery blister with a reddish inflamed square on each flank, close to the rear of the ribcage. The square appeared similar in size to the transducer head.